Event description:
It was reported that this right ventricular (rv) lead exhibited a decreased in wave from the patient baseline which currently measured as 6.5 milli volts and appeared to have been trending around 16 milli volts. There was no undersensing noted. This rv lead remains in service. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.